Event description:
It was reported that the system 9800 intermittently has poor image quality making anatomy difficult to discern. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that the high voltage had interconnect cables were defective and were replaced. Additionally the handle on the c arm brake was missing and was replaced. The system was tested and found to be working as intended and placed back into service.